Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited short v-v intervals. It was also noted that both the right ventricular (rv) and right atrial (ra) leads exhibited oversensing. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the rv lead was observed with intermittent noise during isometrics when the patient reached from the left side to the right side. No changes were made.